Event description:
Complainant alleged that while attempting to defibrillate a 75-year-old male patient, the device would not power up. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the event battery but the customer's report was not replicated or confirmed. The device was put through extensive functional testing including bench handling, stressing, and power cycling with the customer's returned battery and a test battery without duplicating the report. The battery connection assembly and battery were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.